Manufacturer narrative:
Product analysis: a kink was present on the hypotube, 9.5 cm proximal to the guidewire entry port. Balloon folds were not open. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the catheter at the kink location, confirming the presence of a leak, there was damage noted at the kink site, a tear was present. This was the leak location. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified lesion. The device was removed from it's packaging as per IFU and inspected with no issues noted. Negative prep was not preformed. During delivery and advancement, resistance was encountered and excessive force was used and it was reported that the stent shaft bent in the middle at approximately 30 degrees. The physician attempted to straighten the shaft with the wire. After placing the stent and upon the first attempt to inflate the device, it completely failed to inflate. The issue was that the device did not expand fully based on the inflation pressure applied. Low inflation pressure (atm) was applied when it was determined that there was inflation difficulties. It was reported that a balloon burst/leak/rupture occurred. Procedure was completed. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.